Event description:
The reporter stated the pt was admitted into the hosp due to high blood glucose results on the device. The reported readings were 200 mg/dl or higher. The reporter believes the test strips in use were damaged because the vial was not being recapped. Control info was not available.